Manufacturer narrative:
The patient identifier, age, weight and gender were not available.

Event description:
It was reported the temperature reading feature of the ambient super turbovac 90 ifs was fluctuating dramatically intra-operative. The shoulder arthroscopy and rotator cuff repair procedures were completed with a new wand. No patient complications were reported as a result of this event.